Event description:
I had ideal breast implants put in (B)(6) 2018. During a cat scan in (B)(6) 2021, it was discovered both implants were ruptured and leaking. Water was discovered around my heart. I went back to my original surgeon and he removed these implants (B)(6) 2021. The doctors office said they would be covered under warranty because of the rupture and they have had many problems with implants. My surgeon sent these implants back to ideal and they said there was nothing wrong with the implants. I have a cat scan cd of images / radiology report and the surgeons medical records stating the implanted were defective and ruptured. I am filing a civil case against ideal implants for a resolution. I paid for the redo out of my pocket. I've reviewed the FDA letters to this company and the FDA needs to research this issue. Ideal implants refuses to return the implants to me. They did however take photos showing the implants on a scale and there was a 13 gram difference. They refused to send me a denial letter. The advised the doctors office only. FDA safety report ID# (B)(4).